Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the following tests were completed for 10 reference samples of lot 5397747: 1. Visual inspection (criterios de calidad para productos de la familia contact) version 40. 10 samples visually inspected and no deviations identified. 2. Flow test on customer complaints (pruebas de flujo en quejas del cliente) version 10. 10 samples flow tested and no deviations identified 3. Leak test on customer complaints (pruebas de fuga en quejas del cliente) version 44. 10 samples leak tested and no deviations identified flow tests. P1.- 157 p2.- 150 p3.- 147 p4.- 149 p5.- 151, p6.- 153 p7.- 153 p8.- 148 p9.- 150 p10.-146. 4.10 samples met the criteria of minimum 80ml/minute." Further investigation was included in corrective action / preventive actions (CAPA).

Manufacturer narrative:
MDR 3003442380-2024-01252 - device 3 of 7.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient experienced infusion set cannula was leaking at the insertion site. The first event occured on (B)(6) 2024, second on (B)(6) 2024, third on (B)(6) 2024, fourth on (B)(6)2024, fifth on (B)(6) 2024, sixth on (B)(6) 2024 and seventh occcure on (B)(6) 2024. The blood glucose level was 240 mg/dl at the time of the event. The infusion set was used 2-10 hours. Additionally, infusions set and the cartridge was replaced and resumed insulin successfully. No further information available.